Event description:
On (B)(4) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the grease was found on spring arm. There was no injury reported, however we decided to report the issue in abundance of caution as oil dripping into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 16th march, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the grease was found on spring arm and a dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as oil or any parts falling down into sterile field or during procedure may cause contamination or led to serious injury in case of event reoccurence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on additional information that has been received. Previous b5 describe event or problem: on 16th march, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the grease was found on spring arm. There was no injury reported, however we decided to report the issue in abundance of caution as oil dripping into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 16th march, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the grease was found on spring arm and a dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as oil or any parts falling down into sterile field or during procedure may cause contamination or led to serious injury in case of event reoccurence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the grease was found on spring arm and a dust cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as oil or any parts falling down into sterile field or during procedure may cause contamination or led to serious injury in case of event reoccurence. It was established that when the event occurred, the surgical light did not meet the manufacturers specification, the situation which occurred was not in accordance to device specification and it contributed to the event. During the investigation it was found that there is no apparent trend in the complaints. The possible root causes of the issue with covers are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.